Event description:
It was reported that the pump indicated a data log corruption. Customer's blood glucose level was 300 mg/dl. The customer declined assistance from tandem technical support regarding the issues. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.